Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. The device was manufactured prior to the UDI being required. Device received but not yet evaluated.

Event description:
It is reported that the ball bearing fell out of device during autoclave process.

Manufacturer narrative:
Visual inspection of the returned device shows a used instrument with a ball bearing and spring disassembled and missing. The device shows wear & tear that indicates successful use during a potential field age of approximately 3 years. The complaint is therefore confirmed. Root cause was determined to be associated with the design of the device and was subsequently redesigned. A review of device history records found these units were released to distribution with no deviations or abnormalities. These devices are used for treatment. A field action were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.